Event description:
Information received from consumer¿s family regarding a trial patient who received external neurostimulator (ens). It was reported that patient had concerned because he was not feeling stim all the time. Patient indicated he had not urinated for 8 hours but with leakage. He had leakage all night long. Patient also reported when he had urge, he cannot stop leaking. It was indicated that he was on the right side and it was set at 7. He changed to left side this morning and it was set at 1.2 . Patient stated the leakage was never a concern prior to evaluation. He had not felt stim for 30 mins. Patient was instructed to increase stim during the call and reported feeling stim. Patient now understood that stim was not to be felt all the time. There were no further complications that have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.